Event description:
Customer stated that they received a reading but they cannot "make it out" because there are three lines across the screen. A review of the system was conducted over the phone. This review indicated that there was a problem with the meter's display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.